Event description:
The customer reported hat he missed a known anti-e when testing with biotestcell 1&2 on tango optimo. The customer did neither return the patient sample that had caused a false negative test result nor the supposedly defective product. Therefore our quality control laboratory tested their retained biotestcell 1&2 sample with negative and positive control and an anti-e. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The customer advised our quality control laboratory of shipping a freshly drawn patient sample for investigational testing. We are still waiting for this sample.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported hat he missed a known anti-e when testing with biotestcell 1&2 on tango optimo. The customer returned patient samples for investigational testing, but not the supposedly defective product. The three provided patient samples were from a new withdrawal of the patient, not the sample that had caused a false negative test result. The patient samples were tested with the quality control laboratory's retained biotestcell 1&2 sample in tango optimo and yielded negative results. The samples yielded positive results in the tube technique with incubation at room temperature and 37°c and in the enzym technique. The patient samples were also tested in indirect anti-human globulin test in tube technique and yielded negative results. The indirect anti-human globulin test at 37°c is also the method used in tango optimo. These serological test results strongly indicate that the affected antibody is from type igm with an reaction optimum lower than 37°c. The instruction for use contains following notice: negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies. Our quality control laboratory tested their retained biotestcell 1&2 sample with negative and positive control and an anti-e. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our initial report on this incident.